Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device had hose damage at the pressure release valve. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.